Event description:
A distributor reported on behalf of a customer in kansas, via a fisher & paykel healthcare (f&p) field representative, that mr290v vented autofeed humidification chambers were found leaking water during patient use. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was requested but not provided. Section h11: method: the subject mr290v vented autofeed humidification chambers, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: there was no response to f&p healthcare's requests for additional information on the reported issue and return of the subject devices. Conclusion: based on the limited information provided by the user and without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. Mr290v humidification chambers are pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The user instructions that accompany the mr290v vented autofeed chamber state the following: ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Use of the mr290v above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure.

Event description:
A distributor reported on behalf of a customer in (B)(6), via a fisher & paykel healthcare (f&p) field representative, that mr290v vented autofeed humidification chambers were found leaking water during patient use. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information has been requested but not provided. Section h11: the mr290v vented autofeed humidification chambers have been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.